Manufacturer narrative:
The perfusionist changed out the uas with a spare and it functioned as intended. The field service representative (fsr), could not replicate the reported issue. The uas was replaced. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) alarmed 'air detected' even after the sensor was cleaned. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log review, the log shows the issue likely occurred on (B)(6) 2021. When the air detection is turned on an 'air detected' alarm occurs immediately. There is no way to tell from the log if the air was actually present. During laboratory analysis, the product surveillance technician (pst) observed the air sensor to pass verification/release testing three times and function as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.